Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 345 (mg/dl) for two days. Customer administered correction boluses to stabilize bg levels. Reportedly, contact believes elevated bg levels may be caused by vacationing in a higher altitude environment and customer has a cold. Although requested by tandem technical support, troubleshooting for the pump was declined. Recommendation was made to consult with health care provider to discuss diabetes management.